Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a compact plus meter within 10 minutes: 36 mg/dl, 35 mg/dl and 98 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation; customer declined to return product and declined replacement products.